Event description:
It was reported that the pt had a "staph infection" and was "paralyzed" following a new pump and catheter implant. The pt stated that she had the pump explanted 3.5 weeks after it was initially implanted. The pt stated that she now has partial use of her legs again and that she is not suffering from paralysis at this time. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.